Manufacturer narrative:
One cadd legacy pump was received for evaluation. Visual inspection of the pump found it to be in good physical condition, however a scratched screen was noted. Upon starting the device, no issues with an alarm were found. However, the downstream sensor was replaced as a preventative measure. The customer's complaint was confirmed, and the downstream sensor was determined to be the root cause.

Event description:
Information was received that smiths medical cadd legacy had double beeped "no cassette". No patient injury.